Event description:
The customer reported that the images cannot be seen on the monitor.

Manufacturer narrative:
(B)(4). The ge service rep restored the electronic cards and calibrated the system. The system operates as intended.